Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws were broken in package. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
B5 correction: the event description has been updated to reflect "no patient involvement". And h-6 patient codes has been updated to "no patient involvement." Internal complaint number: (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws were broken in package. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
H6 correction: patient code changed to "no consequences or impact to patient." Internal complaint number: (B)(4). The DHR was reviewed for the reported failure ¿break; jaw¿. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed in the device lot. Specific actions for the analyzed failure mode is being maintained and documented under maquet's failure investigation report (fir) system. The device was returned to the factory for evaluation on 22jun2020 and investigation on 29jun2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood and charred tissue was observed on the heater wire. A photographic evaluation was conducted. The hot jaw was completely out of the black sleeve but not detached. The heater wire was observed to be flexed away from the hot jaw, but remained attached at the tip but detached from the base of the jaw. Due to the jaw being broken the heater wire was flexed away from the base and detached. The silicone insulation on both the jaws were observed to be intact, no visual defects were observed. The reported failure "break; jaw" was confirmed and analyzed failure "material twisted/bent;wire", was also confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws were broken in package. A replacement device was used to complete the procedure. No patient involvement.